Event description:
The patient experienced stimulation in the wrong location. Stimulation was not helping in the back since implant. The patient wanted the spinal cord stimulation (scs) for the back and leg pain but the doctor put it in for the leg and said she did not ask for the implantable neurostimulator (ins) for back pain. Over summer the patient got two shots in her back. The patient¿s original doctor told her to have another ¿wire thread into it¿ or have it removed because, it won¿t help with the back pain because, it was not placed that way. When the patient recharges her implant, she gets tiny shocks in her upper back; this started in about (B)(6) 2014. The patient was going to see a neurosurgeon on friday for a second opinion to discuss about where the lead was placed. The patient wanted programming session from implant. It was noted that the patient remembered some of the surgery as it took a lot of medications for her to be put under. A few days later it was confirmed that the patient had a 50% or greater symptom reduction. Reprogramming and x-rays were taken; leads were in exact spot. The patient could recharge normally and was receiving effective therapy. Patient status was good. If additional information is received, a follow up will be sent.

Event description:
It was reported a month later that the patient never had therapeutic effect. Since implant the ins has not provided effective pain therapy. The trial was very effective and the patient was hopeful that the implant would be as well. The trial felt like ocean waves and the patient has been disappointed with the implant. Since implant the patient has gotten painful shocks in the upper part of her back, and she does not have pain up there. The patient was currently working with a neurosurgeon who will remove her ins on (B)(6). The health care provider (hcp) told the patient there may be other options. The patient wondered what to do with her external equipment.

Manufacturer narrative:
(B)(4).

Event description:
A few weeks later, it was also reported that the patient was complaining she had back pain with no coverage, but it was explained to her that she was not trialed for back pain. Reprogramming was performed with the same results. The device has not been explanted.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the system components had been explanted because it was not helping with the patient¿s target back pain. The patient thought it may have helped at first, but it quickly stopped helping their pain maybe a month or two after it was implanted. It was noted that the cause of the system not helping the patient¿s pain was not determined. A manufacturer representative tried increasing stimulation, but it never helped the patient¿s target pain, and the system was supposed to help their back pain, but the healthcare provider (hcp) told the patient it was supposed to address their leg pain; the patient told the hcp they never had leg pain. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: 2014 (B)(4) product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2014 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that the whole system was removed on (B)(6) 2014. No patient symptoms or complications were reported in this event.